Event description:
It was reported that, "opened implant 6495-2-030 lot stmps onto sterile field and discovered the implant was speckled with a white flaky material on the implant and within the sterile packaging. Surgeon then asked for the onlgothen option implant 6495-2-010 and it too had the same contaminant within the sterile packaging. Surgeon then ordered the implant 6495-2-030 lot stnps be washed and terminally sterilized. He implanted after sterilization was completed."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2011-00125.